Event description:
It was reported while testing an aiming arm during prep, before surgery, the triple sleeve would not fit. There was no patient issue. No patient information was available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.

Manufacturer narrative:
Additional narrative: the part was returned for inspection with scratches, nicks, hammer and rub marks on the surface. The engage mechanism the thumb screw work properly. The laser etching is readable. The device was produced and distributed on april 2013. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. The complained damage could not be reproduced during inspection of the returned parts. The device passed successfully the required functional test. Therefore, it is assumed that the instrument worked correctly when distributed. This complaint as invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. During this evaluation, the returned device was assembled with known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. The mating known good parts included a blade guide sleeve and compression nut. The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. The complaint condition could not be replicated during this evaluation. The compression nut and blade guide sleeve were not returned for evaluation; however, a known good blade guide sleeve and compression nut were utilized during this evaluation, which showed that the aiming arm will retain and release as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.